Event description:
The customer reported being in the emergency room due to low blood glucose of 30mg/dl by the time the paramedics arrived. The caller stated that they took the battery out of the insulin pump. Reviewed the programming and everything was correct. Advised the customer to reduce her settings instead of creating a pattern. The customer is pregnant and not eating the way she is supposed to be. She believes taking too much insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.